Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was unable to go into diagnostic mode. There was no patient involvement.

Manufacturer narrative:
MFR received date: 24 sep 2019. The customer returned switch circuit panel assembly was tested with no failures identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 29may2019. Date of report: 11jun2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the keypad overlay to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.